Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes then to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient is experiencing pain and swelling. Patient is reporting that swelling is on the outside of the thigh up to the left hip. Patient is currently on disability. Patient has not seen his surgeon since he has no insurance.